Event description:
It was reported that the device was explanted due to infection. It was also noted that the deviced paced without capture and that the device could not be interrogated.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a depleted battery. Review of device printouts indicated premature battery depletion. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.